Manufacturer narrative:
Probable allergic reaction to the hema in the desensitizer.

Event description:
Patient whitened on (B)(6) 2017 for the first time, and woke up with swollen lips. She immediately called her dentist. Informed dentist to advise her patient to discontinue use of the kor desensitizer permanently, and if need be, she can see her general practitioner to help with any symptoms. Followed up with dentist on (B)(6) 2017, after discontinuing all whitening and desensitizing, the patient returned to normal after one week.